Manufacturer narrative:
Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported that a pediatric extension section connected to a trusystem 7000 operating table suddenly dropped. The customer stated that following anesthesia induction of the 5-year-old patient, and just before the surgical procedure began, both hinges on the pediatric head extension flipped down and the section unexpectedly dropped. The incident reportedly led to temporary patient harm.

Manufacturer narrative:
H11: the device was inspected onsite. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent mechanical inspection and was found to be performing according to product specifications. The extension section pediatric was not properly attached and locked and came loose due to the table colliding with a foreign object or with the floor. The log file analysis of the operating table ts7000 confirms that the table collided with a foreign object or with the floor. The reported condition was verified. The cause was due to a user error. Should additional relevant information become available, a supplemental report will be submitted.